Event description:
It was reported that during implant procedure the physician observed pacing capture thresholds remaining elevated for a longer period. The observation involved right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. The physician noted that immediately following lead placement, the pacing thresholds appeared higher than expected and required approximately 10¿20 minutes to decrease. Large current of injury was observed on the ra and rv leads, and thresholds decreased during the procedure. Of note, the physician indicated this pattern had been noticed over the past month across several cases and reported that thresholds ultimately decreased by the end of the procedure. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 407652. Product ID 6935m62. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.